Manufacturer narrative:
(B)(4). The customer reported that during a patient event the device did not recognize pads in the AED mode. There was no report of negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a patient event the device did not recognize pads in the AED mode. There was no report of negative patient impact.